Event description:
The hospital reported that during a coronary artery bypass procedure, one heartstring seal was defective. Add'l info was received and it was reported that the heartstring seal missfired. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital.

Manufacturer narrative:
Investigation details: visual inspection shows that the seal is outside of deployment tube. Other observations are that tension spring still inside the deployment tube and plunger was depressed. The failure that the seal did not deploy is confirmed, based on how the seal was received.